Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to pain. The patient felt the pain where the reservoir tubing was placed in the abdomen, since the position of the connected tubing was at the waistline of the patient which was causing pain due to rubbing and pressure. The physician relocated the tubing to another position away from this area. The reservoir was removed and replaced. The patient has not experienced any further pain since the revision.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to pain. The patient felt the pain where the reservoir tubing was placed in the abdomen, since the position of the connected tubing was at the waistline of the patient which was causing pain due to rubbing and pressure. The physician relocated the tubing to another position away from this area. The reservoir was removed and replaced. The patient has not experienced any further pain since the revision.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to pain. The patient felt the pain where the reservoir tubing was placed in the abdomen. The physician removed and replaced the reservoir. No further information was reported.